Manufacturer narrative:
H10: of the original four malfunctions reported, two were reassessed for reportability and determined to be reportable as a serious injury. The two serious injuries were reported under emdr 2020394-2019-03643 and 2020394-2019-03645. H10: for one of the remaining 2 malfunctions, the product catalog number was changed to rf048f (lot number unknown). H10:for the two remaining malfunctions, the device has not been returned for evaluation and images/medical records have not been provided. Therefore, the investigation is inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced a patient device interaction problem. This information was received from various sources. Both of the two malfunctions involved patients without consequence. The age, weight and sex of the involved patients were not provided.

Manufacturer narrative:
For the four malfunctions, the device has not been returned for evaluation and images/medical records have not been provided. Therefore, the investigation is inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All four malfunctions involved patients without consequence. The age, weight and sex of the involved patients were not provided.

Event description:
A review of the reported information indicated that an rf048f vena cava filter allegedly experienced a patient device interaction problem. This information was received from one source. The malfunction involved patient without consequence. One 42 year female patient was weighing 220lbs. The age, weight and gender of the other patient was not provided.

Manufacturer narrative:
H10: all the four reported malfunctions were reassessed for reportability and determined to be reportable as a serious injury and were reported under emdr 2020394-2020-06412, 2020394-2019-03643, 2020394-2021-80454 and 2020394-2019-03645. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an rf048f vena cava filter allegedly experienced a patient device interaction problem. This information was received from one source. The malfunction involved patient without consequence. One 42 year female patient was weighing 220lbs. The age, weight and gender of the other patient was not provided.

Manufacturer narrative:
H10: of the four malfunctions reported, two were reassessed for reportability and determined to be reportable as a serious injury. The two serious injuries were reported under emdr 2020394-2020-06412 and 2020394-2019-03645. H10:for the remaining two malfunctions, lot numbers were not provided and lot history review could not be performed. For one malfunction, the device was not provided, however, medical records were provided and reviewed. Therefore, one malfunction was confirmed. For the remaining malfunction, the device was not returned for evaluation and images/medical records have not been provided. Therefore, one malfunction the investigation is inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced a patient device interaction problem. This information was received from various sources. Both of the two malfunctions involved patients without consequence. The age, weight and sex of the involved patients were not provided.

Manufacturer narrative:
H10: of the original four malfunctions reported, two were reassessed for reportability and determined to be reportable as a serious injury. The two serious injuries were reported under emdr 2020394-2019-03643 and 2020394-2019-03645. For the two malfunctions, the device has not been returned for evaluation and images/medical records have not been provided. Therefore, the investigation is inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.